Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for extraction of the right atrial lead due to increased atrial capture threshold, noise, and decreased p-wave sensing. The led was explanted and replaced. The patient was stable and tolerated the procedure well.